Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated sometimes would enter in the incorrect numbers when attempting to input a carb amount or bg value. The customer stated was able to observe the incorrect values and exit out to input correct values. Reportedly, the customer stated the number pad of the touchscreen is to small for their hand size. The customer's blood glucose level was not impacted.